Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (type ii endoleak). Evaluation .conclusions: . Device failure/lack of effectiveness related to patient condition (type ii endoleak).

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately five years and five months ago. Vessel morphology from the time of implant was not reported. The patient had a routine follow-up approximately four months ago and the CT revealed aneurysm enlargement to 5.3 x 6.3cm with presence of a type ii versus an unknown type of endoleak. The CT imaging from a year prior to this illustrates the aneurysm measured 4.5 x 5.8cm. Diagnostic angiography was done in an attempt to isolate the location of the endoleak unsuccessfully. Additionally, imaging was sent to another physician for review. At this time there is no secondary intervention planned and no additional information was provided.